Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure to treat a soft tissue lesion in the left distal common iliac, physician attempted to use an everflex entrust self-expanding stent. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. No embolic protection used. The device was prepped per IFU with no issues identified. The lesion was not pre dilated. The stent deformed in vivo during positioning/deployment. Physician completed the procedure. The device did not pass through a previously deployed stent. There was no resistance when advancing the device. It was reported that physician branched evar and in this case, they first used balloon-expandable covered stent to connect the branch with the target vessel and then support them with self-expandable nitinol stent like everflex to reinforce the branch to the right renal artery. After physician deployed the 6x80 everflex covered stent was brought into the branch over a 8.5fr steerable sheath from femoral access and was not able to penetrate the branch. It was 15 minutes befor e the physician did the same with the everflex for the sma and did not have any issues. Physician realised there was a problem to insert 6x80 in the branch, and pulled it back, no force used, and did not see anything suspicious. After that physician tried to insert the sheath over a balloon, telescope manoeuvre, and realized that it was not possible to insert the balloon in the branch. Physician noted the stent was unintentionally deployed between the sheath and the branch and started to pull this back. After many tries physician was unable to pull the device distally in the left common iliac artery and were able to retrieve only small pieces since it broke in an attempt to pull it out with a snare. Finally, the rest of it looked like a nitinol ball and physician tried everything possible to get it out endovascularly but was not successful. The explanted stent is reported to be nothing else but a bare-metal ball. At the end physician performed left sided lumbotomy and clamped all iliac arteries and took it out after arteriotomy of the com mon iliac artery. During these manoeuvres, the physician dissected unintentionally the common iliac artery and the internal artery was not perfused completely, due to this dissection flap, several hours was lost and while pulling back the everflex from the sheath (at the level of the branch) the other balloon-expandable stents lost their connection to the branch and the physician was not able to connect them again with the branch. The right kidney was reported to be possibly marginally perfused. Since there was no other way to connect these stents to the branch, physician had to remove the stents from the right renal artery and re-establish the branch afterwards, reported to have cost hours of extensive unplanned procedure. Physician was able to finish the procedure as planned but had a massive operating time and patient blood loss. It was reported that vessel occlusion due to device component and haemorrhage/bleed occurred. Patient experienced continuous blood loss and had prolonged leg ischemia through extensive present of big sheaths in both groins. Patient was transferred to the ICU, developed metabolic disbalance and had to be reanimated. Patient passed away the next day in ICU.